Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: plug unit corroded. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited an error code b30. There were no reports of patient harm.

Manufacturer narrative:
Updated h2, h6 in addition, the following reportable malfunctions were identified during the device evaluation: no image was displayed.

Event description:
No additional information received from the customer.